Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date: date of occurrence is entered as (B)(6), 2013 as the procedures occurred between july 2013 and january 2014. Failure to follow steps/instructions. The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. Improper or incorrect procedure or method, failure to follow steps/instructions. The perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attachment: adam b. Greenbaum, md, william w. O'neill, md, gaetano paone, md, mayra e. Guerrero, md, janet f. Wyman, dnp, r. Lebron cooper, md, robert j. Lederman, md. (Jacc, vol. 63, no. 25, 2014: 2795-804) caval-aortic access to allow transcatheter aortic valve replacement in otherwise ineligible patients.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported through a research article that the preclose technique was used for closure of the femoral vein access site with the two prepositioned sutures of the proglide device following a transcatheter aortic valve replacement (tavr) procedure. A total of 19 patients with symptomatic severe aortic valvular heart disease underwent tavr using caval-aortic access between july 2013 and january 2014. Introducer sheath 22fr or 24fr sheath was delivered from the femoral vein. Details are listed in article, titled, caval-aortic access to allow transcatheter aortic valve replacement in otherwise ineligible patients.